Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior tibial artery. A 3.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation at 7 atmospheres, the balloon ruptured. After a 1.75mm rotablation was performed and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 39mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior tibial artery. A 3.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation at 7 atmospheres, the balloon ruptured. After a 1.75mm rotablation was performed and the procedure was completed. No patient complications were reported.